Manufacturer narrative:
The product is not implantable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 1mtec30 cartridge, in use with a zcb00 23.5 diopter lens, split during insertion on the body and the tip of the cartridge. Reportedly, there was patient contact, no patient injury, and the patient is doing fine post-operatively. There was no incision enlargement, no vitrectomy, and no sutures used. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/25/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under 12x microscope magnification showed there was a deep scratch observed at the optic on the anterior side of the lens. This type of defect will be rejected according to hb0017 ¿cosmetic specification of acrylic one-piece lenses¿. Both lens haptic were observed in good condition and no abnormalities. Lens was further measured and were within specification. Complaint event on cartridge crack is not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in review, the concomitant medical product in section d11 of the initial emdr was incorrectly reported as zcb00 23.5 diopter lens serial (B)(6). The correct concomitant medical product is zcb00 20.0 diopter lens serial (B)(6). This section has been updated to reflect the correct information. Section d11: concomitant medical products - zcb00 20.0 diopter lens serial (B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.